Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2023 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and a spyglass digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spyglass digital controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, there was no image appeared on the screen when the spyscope ds ii plugged into the spyglass ds controller. They tried to use multiple demo spyscope catheters and got image with one of them; however, when disconnected and reconnected back into the controller, they could not get an image back on again. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.